Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the device. It was reported that the cause of death was acute cardiorespiratory arrest; end stage cardiomyopathy and clinical and systemic decompensation. No further information is available at this time.

Manufacturer narrative:
Analysis was normal, no anomalies were found.